Event description:
Rep, from the hospital maintenance department, alleged that the nurse set the brakes and when the pt sat on the bed, the bed popped out of brake and the pt fell. Pt received skin tear on left arm which was treated with steri-strips to close the cut. The hospital declined to release any further info. The hill-rom tech investigated and found the bed functioning properly and could not duplicate the problem.